Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. The field service specialist (fss) visited customer site to inspect the unit. Fss found the chair moving with joystick at home position. Fss calibrated joystick per procedure and verified no movement. The issue was resolved and the system was found to meet all abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported uncontrolled chair movement with patient under the femtosecond laser.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.